Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular defibrillation lead exhibited a shock impedance measurement of greater than 125 ohms. Boston scientific technical services discussed options with the health care professional including reprogramming. The lead remains in service. No adverse patient effects were reported.